Manufacturer narrative:
Citation: goel s et al. Transcatheter aortic valve replacement versus surgical aortic valve replacement in low-surgical-risk patients: an updated meta-analysis. Catheter cardiovasc interv. 2019 oct 21. Doi: 10.1002/ccd.28520. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the safety and efficacy of transcatheter aortic-valve replacement (tavr) versus surgical aortic valve replacement (savr) in low-surgical-risk patients. All data were collected from a meta-analysis review of seven studies published between 2013 and 2019. The study population included 6,293 patients and was predominantly male with a mean age of 76 years. An unidentified number of patients were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter bioprosthetic valves. No serial numbers were provided. Of the studies included in the meta-analysis, five reported a one-year all-cause mortality rate of (B)(4)% for tavr patients and three reported a cardiac mortality rate of (B)(4)% for tavr patients. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all tavr patients, adverse events included: new permanent pacemaker implantation, stroke, transient ischemic attack, valve thrombosis, new onset atrial fibrillation, moderate-severe paravalvular leak, and life-threatening/disabling or major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.